Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Bd fse was dispatched and found that the sample from the newborn was inoculated in a pediatric flask and was negative after an incubation protocol of 5 days, however, was positive 51 minutes later the equipment logs were analyzed and no discrepancies were observed. Equipment and ups voltages have also been verified and are stable . The instrument was deemed functional for customer¿s use. This is an unconfirmed failure of the bd product. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be reproduced. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false negative result was obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: equipment released a positive vial after 5 days.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false negative result was obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: equipment released a positive vial after 5 days.